Manufacturer narrative:
Investigation summary: this complaint alleges that a bottle broke in drawer d of the bactec fx. The customer was concerned about the blood leakage in the instrument that they cannot reach to clean up. The customer also noted that there was no harm or injury due to the broken bottle. A bd field service engineer (fse) went to the customer site and cleaned drawer d to remove the blood that leaked out of the broken bottle. The fse also removed racks and applied nyogel as a preventative measure. The instrument was verified to be operating to specification. This complaint is unconfirmed due to no instrument failure being observed, and the root cause is unknown. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review revealed there were no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged one bactec bottle broke inside the instrument, causing blood/sample to leak out. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged one bactec bottle broke inside the instrument, causing blood/sample to leak out. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.